Event description:
It was reported that the patient had a shocking or jolting sensation. When the patient turned up the stimulation on (B)(6) 2013, the patient felt an intense shocking on his left side of the body so he turned the device off and it went away. It was noted the patient also turned the device back down. The reporter noted that when the health care professional turned the device back up, the patient did not feel shocking. No fall or trauma was reported. An impedance check was done and the value of 111 on pair 9 <(>&<)> 11 indicated a short. It was noted that there was no difference in therapy and the patient was doing good. The reporter noted that a couple of months ago, the patient had not charged for a couple of days like he normally did every day for 30 minutes. When the patient woke up, he saw the ¿call your doctor¿ message but did not know if it was on the recharger or the programmer or what code he saw. Once the patient recharged, everything worked and was fine. It was noted that the battery was not depleting any faster. It was further reported that the patient would monitor the battery and see if there was excessive depletion and/or more shocking sensation. No cause of the issue was determined and no malfunctions were seen. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v388841, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v388841, implanted: (B)(6) 2010, product type: lead. (B)(4).